Event description:
Reported by the complainant as follows: a kaltostat dressing was inserted into the patient's surgically created pacemaker pocket before the site was suture closed. The pacemaker site became infected, and the patient was readmitted to the hospital on (B)(6) 2010 for extraction of the pacemaker system and IV antibiotic therapy.

Manufacturer narrative:
(B)(4)